Event description:
Physician reported left side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. "Device evaluation: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog. Observed red capsule. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Physician reported left side capsular contracture - baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, creases fold, deformation device and wear abrasion. Bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6, b.5, g.1.

Event description:
Subsequently, patient has had antibiotic treatment for a "completely unrelated cause" and infection has been deemed ndr.